Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v1xu, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that they had pain with stimulation when it was both on and off. The patient had the pain since implant and it started in the vaginal area and went up through the bladder. It was also very painful when they urinated or had a bowel movement. The pain was constant and just "kept continuing." Decreasing the stimulation or turning it off resulted in no change. They went to the emergency room on (B)(6) 2015 because they could not stand the pain. The physician directed them to turn the stimulation off, but they still had the pain. Two days later, the patient changed to program 2 at 0.6v and it was uncomfortable. Stimulation was then turned off, but it was still uncomfortable. Information received from the manufacturer representative reported the device was removed on (B)(6) 2015. There were no impedances issues noted prior to removal and the x-rays indicated good lead placement. At explant, there were no notable issues with the device or lead. The pain issues resolved following explant and the cause of the pain remained unknown. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer, via the manufacturer representative, reported that in addition to feeling pain, the implantable neurostimulator (ins) was "not working." It was stated that the patient has had three surgeries. No specific details regarding the surgeries were provided. No further information was provided. A second follow up report will be sent if additional information is received.